Event description:
It was reported that the patient presented in the clinic. It was noted that the patient's pacemaker failed to be interrogated. The pacemaker was explanted and replaced. Patient condition was unknown.

Manufacturer narrative:
Further information requested but was not received.